Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to claim no audio output patient experienced on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. An interior inspection was performed and the inspection passed. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker.